Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and stroke, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to hemorrhagic stroke from intracranial bleeding. This was not considered to be device or therapy related. The patient was admitted to the emergency room due to head trauma sustained from a fall and passed away within a few hours of admission due to massive hemorrhagic stroke. This was not pump related. An autopsy was not performed. The device was not explanted and would not be returned. The cause of the fall was not determined.